Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the tubing through pinch valve pv49 was cut and replaced the tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).